Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only hold by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. Grip tip fragments may result when the metal injection molding (mim) is not retained to the over mold (om) during use. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, that the force bipolar instrument had a broken tip. There was no report of patient involvement.